Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery, after loading the reload, checked the gun, closed the jaw, and tried to open but could not. Tried for many times, pushed the handle forward, pulled the return button backwards, and opened the jaw once. Handle was replaced by a new one to complete the case. There was no patient injury.